Manufacturer narrative:
The device was not returned to the factory for evaluation as the field service engineer (fse) was already onsite and tested the device and established there was no device malfunction. The problem was solved by the fse finding no malfunction during a customer onsite visit which is considered as all that is warranted for this issue. The product remains at the customer site. No malfunction. The available information supports that there is no known health risk for the patient or users. There is no indication that this issue could be difficult to detect. Additionally, the available information from this report does not support that this issue represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. No further investigation or action is warranted.

Event description:
The customer reported that the saturation alarm did not sound at the central station. This is being reported as a serious injury. There was a patient desaturation, however the nurse arrived in time.